Manufacturer narrative:
A synergy xd mr us 4.00 x 48mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with struts from the mid-section to the distal end stretched distally over the tip. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. A 4.00 x 48mm synergy xd drug-eluting stent was selected to use. However, when the stent was removed from the hoop, it was noticed that the stent was half off the balloon and what was on the balloon was falling off. No patient complications were reported.

Event description:
It was reported that stent dislodgement occurred. A 4.00 x 48mm synergy xd drug-eluting stent was selected to use. However, when the stent was removed from the hoop, it was noticed that the stent was half off the balloon and what was on the balloon was falling off. No patient complications were reported.